Event description:
A cartridge alarm 6 was reported. There was no reported impact to the customer¿s blood glucose level. The customer successfully loaded a new cartridge onto the pump and resumed insulin therapy, while the original cartridge was unavailable for return.